Event description:
The customer complained of questionable results for multiple tests and patients on a cobas 6000 e 601 module. The customer had been troubleshooting the e 601 after receiving instrument alarms and did not perform qc testing after troubleshooting. The customer later observed after running patient samples that the qc was not acceptable and performed additional corrective maintenance. The customer ran qc that was acceptable then reran the patient samples. The customer provided examples of discrepant elecsys ferritin, elecsys tsh assay, elecsys ca 125 ii assay, elecsys ca 19-9 immunoassay, and elecsys cea assay for 5 patient samples. The initial results were reported outside of the laboratory. For patient 1 the initial ferritin result was 44.56 ng/ml and the repeat result was 192 ng/ml. For patient 2 the initial tsh result was 7.12 miu/ml and the repeat result was 22.04 miu/ml. Patient 2 was a (B)(6) male with a date of birth of (B)(6). For patient 3 the initial ca 125 result was 25.48 u/ml and the repeat result was 69.33 u/ml. Patient 3 was a (B)(6) female with a date of birth of (B)(6). For patient 4 the initial ca 19-9 result was 10.13 u/ml and the repeat result was 71.49 u/ml. Patient 4 was a (B)(6) female with a date of birth of (B)(6). For patient 5 the initial cea result was 34.01 ng/ml and the repeat result was 88.75 ng/ml. Patient 5 was a (B)(6) male with a date of birth of (B)(6). There was no adverse event. The repeat results were deemed to be correct. The recommended rack adapters were used. The field service engineer (fse) checked the sipper probe alignment, the sipper probe assembly movement, and alarm trace that were acceptable. The fse was not able to duplicate the issue. The fse ran diagnostics and functional checks that were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.